Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent mis screw instertion procedure at l5-s1 due to degenerative disc disease. Post-op, the screw broke in half. Due to the screw breakage, the patient needed revision surgery less than 12 month since implantation. The tulip head and some part of the screw (implanted at s1 level) have been removed from the patient, the remaining screw has been left in situ. Due to the fact part of the screw remains in the patient it was impossible to replace like for like and therefore the construct needed to be extended - all screws from the first operation were removed and replaced with fenestrated screws. The construct extension was required since the implants were not completely fused.

Manufacturer narrative:
Product analysis result: visual microscopic visual inspection confirmed the bone screw has broken approximately 9 threads from the base of the bone screw head. There are witness marks on the saddle of the bone screw but no indication of the rod was sitting at an off axis angle. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross sectional area of the implant, which are indicative of cyclic fatigue. It appears the repeated force placed on the bone screw caused a cyclic fatigue failure. If information is provided in the future, a supplemental report will be issued.